Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. An offset shell inserter, 60mm shell and an adaptor were returned for review. As returned, the hex bolt is fractured and remains in the frame .the device shows wear & tear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. This failure mode has been previously investigated and a design change was made to mitigate this failure mode. This bolt was manufactured before the design change. Investigation results concluded that the reported event was due to a previously-addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the handle could not be removed from the cup. The cup was removed from the patient; upon inspection, it was identified the instrument screw fractured during cup impaction. No further information is available at this time.